Event description:
During a PICC insertion, there was an equipment failure. The healthcare professional was unable to thread the introducer over the guidewire. It had a defect that was not visible, but a rough area could be felt on the wire. A larger introducer was opened and threaded over the wire without incident. There was no patient harm.